Event description:
A durable medical equipment (dme) supplier reported a thermal event in a continuous positive airway pressure (CPAP) device. There was no patient harm or injury reported. The manufacturer received the device and confirmed a thermal event had occurred, which resulted in a void to the device enclosure. The root cause of the event is likely due to liquid ingress to the device pca, leading to corrosion and thermal failure. Patient labeling warns the user: "if you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." The manufacturer concludes the reported event was a result of user abuse/mishandling, and that no further action is necessary.